Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during dwell 4 of 5. The home patient (hp) was still connected, the supply bags were empty but there was solution in the heater bag. The technical service representative (tsr) asked if the bag had come undone but the hp stated no. The tsr explained the alarm and helped the hp with troubleshooting the hp would finish with manual supplies. This writer was contacted by the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated they did start over using manual supplies and everything went fine. They stated they have had no other problems on the machine. The hp stated they did not notice anything unusual with the supplies that could have caused the alarm. They don't know why the alarm occurred. The hp stated therapy overall has been going okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was unavailable for evaluation. The problem was not confirmed, and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.